Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and required maintenance. A field service engineer (fse) found that the main enhanced full height drawer 5 failed to open. The pyxis bus connector was reseated with no resolution, and no lights were observed on the drawer board. The drawer board was replaced without resolving the issue. Further inspection revealed that the locking tab on the modular controller board retractor band connector was broken, so the pyxis modular controller board was replaced. The system then passed hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hhi6b_main drawer 5 failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.